Event description:
N/a.

Manufacturer narrative:
The product was returned. The reported issue could not be duplicated. Some small parts were worn and the locking mechanism needed to be set. Unit cleaned per protocol. With respect to the returned unit it has passed all specific functional testing requirements. Root cause analysis is not required. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the adjusting screw of the a1059 mayfield modified skull clamp could not be adjusted. The product was not in contact with the patient. Additional information was received on 23oct2019 indicating that the clamp hooks itself to the lock screw with the two thorns so that the screw cannot be tightened. The issue happened before surgery. It was unknown if the patient was asleep/anesthetized when the issue occurred.